Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the rv lead leading to inhibition of ventricular pacing from the device. Physician elected to explant the lead and during the procedure physician found cause of the event to be due to twiddler¿s syndrome leading to insulation breach on the lead. No further information available at this time.

Event description:
New information states patient was stable throughout the event.

Manufacturer narrative:
As received, a complete lead was returned in one piece. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 10.9cm to 11.0cm and 13.6cm to 13.7cm from the connector pin. Outer insulation was twisted in these locations. External insulation abrasion due to friction to the device can was noted breaching the outer insulation and exposing the outer coil at 16.0cm to 16.2cm and 16.2cm to 16.3cm from the connector pin. Procedural damage to the outer insulation was noted in some of these locations